Event description:
Complainant alleged that while treating a female patient in ventricular fibrillation, the clinician applied electrode pads, the device stated "pads not applied." Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product, and will be providing a follow-up report when our investigation is completed.